Event description:
It was reported via repair work order that the side rail would not latch due to a broken locking spindle weld. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Awaiting delivery of new litter.